Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/74 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without device serial numbers, the manufacturing dates cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: incidence of pacing-induced cardiomyopathy among patients with leadless versus transvenous ventricular pacemakers. Circulation: arrhythmia and electrophysiology. 2025. 18:e013800. Doi: 10.1161/circep.125.013800 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pacing-induced cardiomyopathy in patients with pacemaker implants. The authors described patients who were implanted with either a leadless implantable pulse generator (ipg) or transvenous ipg and experienced pacing-induced cardiomyopathy. Pacing-induced cardiomyopathy was defined as a new diagnosis of heart failure (hf) or hf hospitalization with reduced ejection fraction or a decline in left ventricular ejection fraction (lvef) to 50% during follow-up. The devices remain in use. No additional adverse patient effects were reported.